Event description:
Report rec'd from user facility that the device's high pressure limit was not working and that the low pressure alarm was sounding. There was no pt involvement; malfunction detected on technician's bench.